Event description:
It was reported that during an unknown procedure, clips would not hold after placing and fell into the abdominal cavity. Clips were removed with a different instrument. There was no consequence to the pt.